Manufacturer narrative:
(B)(4). Per the reporter, this event was reported under 3005075853-2019-24244.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2019. Batch # unknown. Product available for evaluation: no. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. - (B)(4).